Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple power error alarms. Blood glucose level at the time of the incident was 115 mg/dl. During troubleshooting, the customer was asked to program 0.2 fill cannula into the air but the fill cannula was not recorded in the daily history. Self-test was performed and passed. Customer also reported getting sensor alert to change sensor and calibration not accepted. The customer was advised to monitor the insulin pump. No product will be returned for analysis.